Event description:
Event description event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial ventricular therapy (avt) options exhibited farfield sensing or crosstalk between the atrial and ventricular chambers. This crosstalk was observed on the electrograms, and resulted in brief ventricular pacing inhibition. Technical services (ts)discussed obtaining an x-ray to observe if the atrial or ventricular lead had moved, which could account for the sensing issues. In addition, ts discussed programming options which could potentially correct the sensing issue. There were no patient symptoms reported.